Event description:
Regarding: baxa compounder used to compound tpn. Pharmacy tech. Set up compounder, pharmacist reviewed and approved set up. Two bags compounded and found to weigh outside the 3% tolerance. The compounder tubing changed and recalibrated, pharmacist and 2nd pharmacy tech. Verified. Tpm compounded with correct weight, this is the tpn that ultimately reached the patient. Several subsequent tpns were compounded and found to weigh outside the 3% tolerance. Baxa contacted and they instructed tech to again change tubing and re-calibrate. Another tpn was compounded and the weight was outside the 3% tolerance. Another pharmacist was contacted and verified the set up, re-calibrated the compounded. All subsequent tpn bags were within the correct weight range. Patient had a significant change in condition within a few hours of initiation of tpn and had to be intubated and placed on ventilator for respiratory distress. After a lengthy diagnostic workup, it was found the patient had a magnesium level of 15.0 -ref range 1.5-5.0-. Tpn stopped and sent for assay where it was discovered that the tpn contained magnesium which was not ordered and additionally, the tpn contained 65mg/ml of elemental magnesium which is 10x the upper limit of what typically is ordered for a neonate tpn.